Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, broken suture was noted. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you confirm if the broken suture was noted 22 times on the same patient? Or did it occur on different occasions? If the suture was broken on different occasions, please submit one complaint per event (one event = one surgery or one patient) and revert with the reference number? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Can you identify the product code and lot number of the product that was used? Procedure name and date? Event date? Device return status? The single complaint was reported with possible multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/5/2022 additional information: d4, d9, h3, h4, h6 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Twenty-two packets of product code 662h were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.